Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned mmdg could not complete an investigation. The initial reporter did state that the patient experienced a delay in therapy. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump charger was broken. Mmdg followed up with the initial reporter to obtain additional information, including the length of the delay in the patients therapy and the patients condition after the delay occurred. The patient's mother stated hat she had been supplementing the patients feedings but that it was "not enough". She also stated that they were supposed to be receiving a replacement pump, but had not at that time. No other information was provided to mmdg. [(B)(4)].